Event description:
The customer reported that they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or cause the cgm to read ¿high.¿ the customer resolved the issue independently by changing the infusion set and cartridge and successfully resumed insulin delivery.